Event description:
It was reported that the right ventricular automatic threshold (rvat) test of this implantable cardioverter defibrillator (ICD) failed due to low amplitude. Additionally, noise and oversensing was observed on the right ventricular channel. Due to this, an inappropriate signal artifact monitoring (sam) episode was recorded. Additionally, low within range pacing impedance measurements were observed. The issues were associated to a recent ablation performed. Further evaluation of the patient was discussed. This device remains in service. No further adverse patient effects were reported.

Event description:
It was reported that the right ventricular automatic threshold (rvat) test of this implantable cardioverter defibrillator (ICD) failed due to low amplitude. Additionally, noise and oversensing was observed on the right ventricular channel. Due to this, an inappropriate signal artifact monitoring (sam) episode was recorded. Additionally, low within range pacing impedance measurements were observed. The issues were associated to a recent ablation performed. Further evaluation of the patient was discussed. This device remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event. This device was included in the minute ventilation sensor signal oversensing advisory population.